Event description:
It was reported by a physician who performed two kyphoplasty procedures that: two patients developed fevers approximately 12 hours post-operatively. Both were tested for sepsis. Neither patients developed wound infections. The evaluation for sepsis were negative for both patients. The patients were started on antibiotics until the results of the cultures were available. The fevers resolved after 48 hours. The source of the fevers were not identified. The patients were discharged home. No additional information was reported.

Manufacturer narrative:
Method; device not returned, follow up with representative.